Event description:
Failure to alarm: no alarms were given.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: 3006160724. Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy. The complaint is deemed confirmed from sample evaluation. The battery had 45% charge at time of receipt, and the issue regarding inability to plug in for a charge was immediately detected as the dc port was verified broken (power cord and brick not included with unit). The repair would have consisted of replacement of dc port and upgrade to software version 0.67. Given the age of the unit ((B)(4)), the pump was not repaired, and ended up being scrapped. This complaint is not an adverse event, and there was no risk of harm to the patient.as a result of similar complaints smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.